Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal sts plus device was returned for evaluation. Hemostasis sheath, locator and carrier tube assembly were returned for analysis. Visual inspection of the hemostasis sheath revealed that there were no anomalies noted. The locator was inspected, a kink was observed at the blood inlet holes. The carrier tube assembly was then examined, the deployment sleeve was in the forward lock position and color bands are not exposed. There were multiple kinks noted at the proximal portion of the carrier tube assembly. The bypass tube was still attached at the distal tip of the carrier tube and collagen was found expanded due to contact with blood-like substance. No other visual anomalies were noted with the returned device. Functional testing was performed. While trying to mate the carrier tube assembly and hemostasis sheath, semi coagulated blood-like substance was coming out of the hemostasis sheath valve. Carrier tube was able to be inserted only halfway due to the presence of kinks. No other functional was possible due to the returned state of the device. A new carrier tube was obtained to check any anomalies with the sheath. The carrier tube was attempted to insert into the sheath and no abnormalities were noted. Dimensional testing was performed. The od of the carrier tube was measured and found to be 0.080''. All measurements were within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the kinks were caused while handling or inserting the device into the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal device was unable to insert into the insertion sheath due to resistance and the carrier tube of the device was bend when the device was being inserted into the insertion sheath. The angio-seal device was then withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by a half hour of manual compression only. The procedure before deploying the device was a percutaneous coronary intervention. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. Blood loss was less than 250cc. There were no other devices or equipment being used with the reported product.